Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the damaged result in a loss of sterility? Any hole, tear, or puncture in the tyvek or blister that compromises sterility. Open or incomplete seal. Incomplete seal only. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the package was damaged. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4) date sent: 4/7/2022 d4: batch #378a45 investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst45g reload was returned inside its package unopened; upon visual inspection, it was observed that the tyvek from the packaging was observed to be damaged. One hole was observed in the tyvek to be outside to in. Is also observed damages in the reload with the pan disassembled from the reload besides that the sled, drivers, and one staple out of the reload body. Due to the damages found on the tyvek and reload, a possible cause for these conditions is due to improper handling during transit or storage. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.